Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint for under-delivery was confirmed with a motor failure.

Event description:
The device evaluation identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.